Event description:
It was reported by the customer "the patient is at the health center on (B)(6) 2024 for blood tests. They contact the oncologist because the catheter leaks during flushing. The nurse is then instructed to remove the PICC line catheter and send it with the patient, who is given a new appointment for the insertion of a PICC line the next day. The PICC line catheter is only 5 cm from the zero mark when it comes out. No report is made about this, and the PICC line catheter is packed and sent with the patient. The patient receives a new PICC line catheter in the same arm and vessel as the previous one. Upon inspection of the sent PICC line catheter, which occurs after the patient has gone home following the insertion, it is discovered that the catheter is only 5 cm long. According to the insertion note, the catheter length was 48 cm. Contact is made with the health center, which confirms that only that piece came out. Contact is made with the oncologist on call. The next day, a CT aorta is performed, showing two catheters with the tip in the superior vena cava/right atrium. A discussion is currently ongoing with the vascular surgeon. The PICC-line catheter was placed on (B)(6) 2024 and removed at the health center on (B)(6) 2024 and the patient had the new PICC-line catheter inserted on (B)(6) 2024."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed but the cause is unknown. The product returned for evaluation was a 4fr sl powerpicc solo catheter. The returned product sample was evaluated and a complete separation was observed at the 5 cm depth marker on the catheter body. No specific evidence was seen during the investigation which supported a specific root cause for this event. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer "the patient is at the health center on (B)(6) for blood tests. They contact the oncologist because the catheter leaks during flushing. The nurse is then instructed to remove the PICC line catheter and send it with the patient, who is given a new appointment for the insertion of a PICC line the next day. The PICC line catheter is only 5 cm from the zero mark when it comes out. No report is made about this, and the PICC line catheter is packed and sent with the patient. The patient receives a new PICC line catheter in the same arm and vessel as the previous one. Upon inspection of the sent PICC line catheter, which occurs after the patient has gone home following the insertion, it is discovered that the catheter is only 5 cm long. According to the insertion note, the catheter length was 48 cm. Contact is made with the health center, which confirms that only that piece came out. Contact is made with the oncologist on call. The next day, a CT aorta is performed, showing two catheters with the tip in the superior vena cava/right atrium. A discussion is currently ongoing with the vascular surgeon. The PICC-line catheter was placed on 10/22 and removed at the health center on 12/3 and the patient had the new PICC-line catheter inserted on 12/4."